Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that a cs300 intra-aortic balloon pump (iabp) had auto shut down. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the device and replaced batteries and unit passed. Batteries are charged to the nuh pm contract replacement.

Event description:
It was reported before use that a cs300 intra-aortic balloon pump (iabp) batteries cannot last and causing the auto shutdown. There was no patient involved.